Event description:
Olympus (okm) was informed that the customer cf-hq290l evis lucera elite colonovideoscope was returned to the regional repair center for repair for a reported leak. Upon inspecting and testing, the scope was identified to have a no image malfunction attributed to an e315 error code. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue was the scope has air/water leak at the switch head, and there is excessive fluid ingress inside the scope connector. Additionally, the scope was identified to have a no image malfunction attributed to an e315 error code. The scope was last serviced via repair in july 2020 for air /water channel blockage. The investigation is ongoing. Therefore; the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the observed image failure/ e315 error code. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to a failure of the electrical components due to the leak/device fluid invasion that was observed. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.